Event description:
Related to MFR report number: 2183959-2012-01227. It was reported by plaintiff¿s attorney that the plaintiff was implanted with an miniarc single-incision sling on or about (B)(6) 2010, with the intention of treating her for pelvic organ prolapse and stress urinary incontinence. Two other mesh products from another MFR were implanted at the same time. It was alleged the plaintiff ¿suffered serious bodily injuries, including, but not limited to, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding.¿ it was additionally alleged the plaintiff experienced ¿significant mental and physical pain and suffering, severe emotional distress, permanent injury, and impaired physical relations.¿ the plaintiff received revision surgery involving this product on or about (B)(6) 2011.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.